Manufacturer narrative:
The reported issue was duplicated, and confirmed to be the result of the system pcb. At this time, this device cannot be repaired due to part obsolescence. The customer has received a loaner until a permanent solution for this complaint is identified.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led. Upon initial evaluation, physio- control observed that the device would not complete its initial boot-up cycle. Instead, the device would lock-up during the self-test. In this state, defibrillation therapy may not be available, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led. Upon initial evaluation, physio- control observed that the device would not complete its initial boot-up cycle. Instead, the device would lock-up during the self-test. In this state, defibrillation therapy may not be available, if it were needed. There was no patient use associated with the reported event.